Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a battery out limit. The customer's blood glucose was unknown at the time of incident. The customer stated that the batteries were not previously used. The customer stated that they did not perform excessive button pressing. The customer stated that the backlight was not used frequently. The customer stated that they did not perform daily set rewinds. The customer received multiple battery out limit alarms for less than one minute when the batteries were out of the insulin pump. The customer stated that the insulin pump alarmed battery out limit after placing a battery. The customer stated that there were no unattended alarms. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected failed battery test alarms, battery out limit alarms or low battery alerts noted during testing. The insulin pump passed displacement test and off no power test. However, the insulin pump was received with high idle current due to faulty connector on interface board. The insulin pump had a cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump had moisture damage noted on all electronic assemblies noted.